Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred while using the dexcom g7 cgm system. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, they experienced a skin reaction with redness, swelling hot feeling, pain and infection. On the day of event, the patient inserted the sensor and they immediately felt immense pain (like a wasp attack). The patient was taken by her husband to the hospital; there a surgeon cut the swelling (red and hot) to drain it (surgical incision and drainage). The swelling and infection were "encapsulated". A tamponade was inserted and was checked everyday by the healthcare provider. At the time of the report there was a bump of the cut, but it was no longer hurting. There was no photo provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.